Manufacturer narrative:
(B)(4) initial

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: primary freedom driver s/n (B)(4) (MFR report # 3003761017-2016-00038 and backup freedom driver s/n (B)(4) (MFR report # 3003761017-2016-00039). The customer reported that the freedom driver s/n (B)(4) exhibited an irreversible fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver s/n (B)(4). Backup freedom driver s/n (B)(4) exhibited a fault alarm within minutes of the driver switch. The customer also reported the patient was flown to the hospital where the patient was subsequently switched to a companion 2 driver. The customer also reported that the patient was asymptomatic and his vital signs and cardiac output (co) were within normal ranges during the reported event and subsequent driver switches. This alleged failure mode poses a low risk to the patient because although the freedom drivers exhibited fault alarms, the freedom drivers continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. Visual inspection of the external components revealed a broken connection one receptacle cable connector and fractured fan and display covers. Visual inspection of the internal components revealed a loose driveline clamp and lock washer, a loose screw inside the top chamber of the piston and cylinder assembly (pca) and cosmetic damage to the pca. Review of the alarm history data revealed nine recorded permanent fault alarms, fault code 2d, which corresponds to a "secondary motor voltage too high" fault condition. However, no signs of secondary motor engagement were found. These alarms were most likely the result of multiple attempts to test/operate the driver. The driver passed all functional test requirements with no anomalies or alarms. The driver was tested while operating on the secondary motor and passed all pressure test requirements with no anomalies. Based upon the event as reported, it is unknown what specifically caused the initial fault alarm which prompted the patient to switch to the backup driver. There is no correlation between the damage observed during visual inspection and the fault alarms recorded in the alarm history. Because of the extent of external and internal damage observed, it is likely the driver was subjected to mishandling, rough handling or an impact shock. Improper use is the best conclusion as to why the driver alarmed based upon the damage observed. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: primary freedom driver s/n (B)(4) (MFR report # 3003761017-2016-00038 and backup freedom driver s/n (B)(4) (MFR report # 3003761017-2016-00039). The customer reported that the freedom driver s/n 4600 exhibited an irreversible fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver s/n (B)(4). Backup freedom driver s/n (B)(4) exhibited a fault alarm within minutes of the driver switch. The customer also reported the patient was flown to the hospital where the patient was subsequently switched to a companion 2 driver. The customer also reported that the patient was asymptomatic and his vital signs and cardiac output (co) were within normal ranges during the reported event and subsequent driver switches.